Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6). Diagnostic testing was performed by the philips remote service engineer (rse) where they verified the error message about the speaker fault and stated the speaker is faulty and required replacement. The rse ordered the speaker to be shipped to customer. Based on the information available, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer was shipped with replacement speaker part. The customer is taking responsibility to repair the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the avalon fm30 fetal monitor indicating that a speaker fault issue. It is unknow if the device was in clinical use at time of event, there was no report of patient or user harm. Good faith efforts were made to determine if sound was present. It is unknown if the speaker was or was not able to produce sound at the time of the error.